Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna nail for the fracture of the trochanteric femur. The fracture was 31a2 case (ao/ota fracture classification) with narrow medullary cavity and slightly stronger valgus deformity and preload deformity. During the surgery, the surgeon tried to insert the nail; however, the medullary cavity was narrower than the surgeon expected, making insertion difficult. The surgeon requested a reamer (synream); however, the sales rep explained that he had not arranged for one. Insertion was performed via a driving cap during insertion; however, it did not make much difference, so that the surgeon removed the reamer. After repeated attempts to ream the medullary cavity, the surgeon substituted a stepped reamer (03.037.022) and reamed the medullary cavity. The surgeon was able to insert the nail better than before, he used a hammer in combination with nail insertion. Since the depth of the nail could not be expected to be inserted any further, the surgeon compromised and inserted the blade and the locking screw, although the nail was the upper position of the femoral head in the image. The surgery was completed successfully with approximately 45 minutes delay. The scheduled surgery time was 20 minutes. The postoperative x-rays showed a bone fragment that appeared to be a secondary fracture; however, the surgeon guessed that it might have been a fracture that was missed at the time of the patient¿s injury, so that the surgeon decided to follow up with the patient for observation. No further information is available. Concomitant devices reported: unknown tfna end cap (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screw (part# unknown, lot# unknown, quantity 1), unknown tfna helical blade (part# unknown, lot# unknown, quantity 1). Unk - impaction instruments: hammer/mallet: (part# unknown, lot# unknown, quantity 1) unk - impaction instruments (part# unknown, lot# unknown, quantity 1) this complaint involves one (1) device tfna fem nail ø9 125° l170 timo15. This is report 1 of 1 for complaint (B)(4).